Manufacturer narrative:
.

Manufacturer narrative:
Strain relief. Further information has been requested of the initial reporter regarding: implant date, device serial number and patient information. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as a strain relief. Red particles were observed on the port base, port housing and strain relief. Yellow fluid was observed inside the strain relief. A port leak test was performed and no leakage was observed. A fill inspection test was performed and blockage was observed in the port septum. Microscopic analysis noted striations on the end cut of the band tubing. Striations were observed on the strain relief, consistent with the removal of the device. Device labeling addresses the possible events of port/band leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: patient with the lap-band system had "port replacement for a leaking port." Device has been explanted.